Manufacturer narrative:
G4: 03nov2020. B4: 03nov2020. H11: a blower motor assembly and a motor controller (mc) board were return for analysis. A visual inspection of the returned components was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical failure of blower motor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020. B4: 07oct2020. A blower motor assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical failure of blower motor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29apr2020.

Event description:
It was reported that the ventilator alarms blower stalled. There was no patient involvement. The service engineer (se) inspected the device. The se found the blower was noisy and error codes in the ventilator diagnostic logs indicating a blower stalled, back up alarm failed, auxiliary alarm supply failed, 35 volt failed. The se replaced the power management (pm) board, motor control board and blower. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.